Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). For serial number (B)(6) review of the most recent repair record determined that the mesher was out of calibration. The side plates, gear, bottom roll, and set screw for the ratchet were replaced and resolved the reported issue. Devices are used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
There is no additional information.

Manufacturer narrative:
This event is recorded with zimmer biomet under (B)(4). Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the skin did not mesh correctly while using the damaged 1:5 cutter. The event occurred during testing. No adverse events were reported as a result of this malfunction.